Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the physician believes the original cuff was too big or atrophy. Patient was downsized to a 4.0 cuff from a 5.0 cuff. All components were removed and replaced. There were no patient complications.